Event description:
It was reported that the insulin pump had cosmetic damage which made the screen difficult to read. The customer declined to provide the blood glucose reading. She stated that the screen was scratched and that it had become this way over a period of time because she is very active. She noted that she could still read the device screen, that the insulin pump was functioning as designed, and that she still felt safe using it. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.